Manufacturer narrative:
Another contact info:(B)(6). Due to characterization limit e1 event site name: (B)(6). It was reported through the emergency support program that the cardiosave intra aortic balloon pump (iabp) displayed a gas loss alarm during use. The nurse noted that the alarm had occurred once previously and sought guidance, especially since the patient was on a third balloon catheter following two prior unreported perforations. Troubleshooting revealed the insertion site was axillary, and the nurse was unsure of the introducer brand, so appropriate off label and off brand disclaimers were provided. Esp personnel guided the nurse to verify that there was no blood in the helium tubing, that all connections were secure, and that no kinks were present. Based on the patient¿s clinical status and hemodynamics, esp personnel explained that the alarm was likely associated with patient movement and the axillary insertion site. The nurse was advised to reach out if the alarm recurred multiple times within an hour so that further troubleshooting could be performed together. No patient harm or injury was reported.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra aortic ballon pump(iabp) gas loss alarm during use. Nurse reported that the alarm had gone once before, and she was inquiring about what to do if it went off again. Nurse did utilize the help screen and the iab fill key to restart therapy but wanted to ensure it was okay because the patient was on his 3rd balloon catheter after having experienced 2 previous perforations not reported and not available for return. Troubleshooting determined the insertion was axillary and nurse was unsure of the brand of the introducer in use, off label and off brand disclaimers provided. Esp personnel had nurse verify there was no blood in the helium tubing, all connections were secure and appropriate and there were no visible kinks in the line. Esp personnel explained the nature of the alarm and based on the information she gave me regarding the patient¿s hemodynamics and clinical picture, the alarm was potentially caused by movement and the insertion point. Esp personnel encouraged nurse to call him should the alarm go off several times in an hour so that they troubleshoot together.no harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4 g6, h2, h3, h11. Corrected filed- h6-component codes, type of investigation.